Event description:
During a trochanteric fixation nail (tfn) procedure for a left hip fracture, the surgeon had inserted the tfn nail and the lag screw. The surgeon was using a construct consisting of an insertion handle, a 11.0/8.0 mm protection sleeve, a 8.0/4.0 mm drill sleeve, and a 4.0 mm trocar. The surgeon began to drill for the distal locking screw and it was missing the posterior nail. The surgeon removed the construct, drilled the hole and inserted the nail by freehand. The procedure was extended by 30 minutes. This complaint is on the tfn nail. This is report 5 of 5 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was received for evaluation.